Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
The customer called and reported insulin was squirting out during priming and the insulin pump alarmed with compromised force sensor system. Customer's blood glucose was 115 mg/dl. During troubleshooting, it was stated the insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap was sticking out. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis